Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, the pt reported experiencing elevated blood glucose of up to 180 mg/dl while using the infusion sets. She stated insulin leaked beneath the headset adhesive. Her normal blood glucose level is 100 mg/dl. She changed the headset and bolused to lower her blood glucose. The pt inserted the headset using the insertion device. The pt did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. Product was replaced. No product will be returned for eval.